Event description:
Patient's spouse reported patient's death to dexcom on 06/30/2015. Patient's spouse stated the death was sudden and not diabetes related. There was no alleged device malfunction. The date and causes of death were not provided. No additional event information is available.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The cause of death was not provided. Diabetes mellitus is a known cause of death.